Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that all trackers were verified as working and transmitting. Both left and right side were tested for accuracy and operability. System was fully functional and operated as expected. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the navigation system was not tracking the imaging system trackers on one side. When the tracking system was moved to the other side of the imaging system it was tracking that tracker. Rebooting the imaging system did not resolve the issue but rebooting the navigation system resolved the issue and both sides' trackers were tracking.

Manufacturer narrative:
Correction: there was a reported delay to the procedure of two minutes due to this issue.